Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer was unable to read the display screen. The customer's blood glucose level was unknown. The customer stated that there were multiple deep scratches on the display screen making it difficult for the customer to read the screen. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement. Device received with minor scratched lcd window and cracked case display window corner.